Manufacturer narrative:
Review of programming history.

Event description:
It was reported by a vns pt's caregiver that the pt was having an increase in seizures and needed to have the generator replaced. The reported stated the device could not be interrogated and the surgeon recommended adjusting the pt's medications, however, the pt wanted to have the device replaced. The pt's programming history available in the MFR's in-house database revealed that the device may be nearing end of service, however, the programming history was not complete. Additional info received via clinic notes confirmed that the device could not be interrogated. It was stated that the pt has several seizures every day and there are some seizures occurring that cannot be measured. There was no indication that the seizure frequency had increased, however, the physician who saw the pt was not sure of the pt's real seizure frequency as the pt has changed physicians several times. It was recommended by the physician that the pt take part of a seizure study to re-evaluate his seizures, however, it was later indicated that the pt would undergo revision surgery. Surgery has not occurred at this time and good faith attempts to obtain additional info have been unsuccessful to date.